Event description:
Boston scientific received information that noise was observed on the pace/sense portion of the right ventricular (rv) lead, resulting in pacing inhibition. The length of the inhibition was unknown, as the patient was asymptomatic. The physician elected to reprogram tachy therapy off and program rv sensitivity to 1.5mv. The physician plans to downgrade the patient to a pacemaker in the future. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and the right ventricular (rv) lead and right atrial (ra) lead were surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).